Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing. It was also discovered that the device exhibited an ongoing automatic mode switch episode. The patient's ICD was reprogrammed to resolve the issues. The patient was stable.